Manufacturer narrative:
An event regarding joint instability and crack/fracture involving a triathlon insert was reported. The event of crack/fracture was not confirmed however wear/damage was confirmed through the provided picture. The event of instability was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a picture of the explanted insert was provided in the implant retrieval report. The photo was not very clear but the posterior edge of insert appears to be worn off. -medical records received and evaluation: not performed as the op record is illegible. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as evaluation of the returned device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Surgeon revised due to instability. Implant retrieval noted fracture posterior edge of insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised due to instability. Implant retrieval noted fracture posterior edge of insert.